Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line that was not properly primed, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected. The patient started the initial drain before connecting and then connected after. The technical service representative (tsr) explained the alarm and had the patient cycle power to clear it. The tsr explained that the supplies were compromised and that they would need to start over with all new supplies.